Manufacturer narrative:
Event date: (B)(6) 2014. Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
The patient did not undergo a revision procedure but instead was implanted with a new scs system.

Event description:
A report was received that the patient underwent an scs revision for an unknown reason.